Event description:
On (B)(6) 2012, (B)(6) medical center reported that two rotaflow consoles with unknown serial numbers had a battery malfunction. Another MFR report# 8010762-2014-00674 was generated for the second unknown rotaflow serial number. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The sales and service unit (ssu) technician contacted the hospital to arrange for a visit. The ssu technician noted that the customer inconsistently services the rotaflow consoles, which could have attributed to this event. Per communication from the ssu, the customer chose to replace the batteries on their own. New batteries were ordered and installed. No service report was generated for the repair. Reference: complaint (B)(4).